Event description:
It was reported that this patient had a generator change out and a few days after there was high out of range shock lead impedances measurements in this right ventricular (rv) lead. There was noise not marked on the electrogram (egm). Technical services discussed an option of defibrillation threshold (dft) testing. It was noted the patient was scheduled for a revision. After revision, the physician discovered that the set screw was not torqued down enough and was dislodged. The physician set the pin, tightened the set screw and closed pocket. This rv lead was explanted and replaced due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 149 mm from the terminal end and only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and ring found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Typical surgery-related damage is noted but is not considered abnormal. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had a generator change out and a few days after there was high out of range shock lead impedances measurements in this right ventricular (rv) lead. There was noise not marked on the electrogram (egm). Technical services discussed an option of defibrillation threshold (dft) testing. It was noted the patient was scheduled for a revision. After revision, the physician discovered that the set screw was not torqued down enough and was dislodged. The physician set the pin, tightened the set screw and closed pocket. This rv lead was explanted and replaced due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had a generator change out and a few days after there was high out of range shock lead impedances measurements in this right ventricular (rv) lead. There was noise not marked on the electrogram (egm). Technical services discussed an option of defibrillation threshold (dft) testing. It was noted the patient was scheduled for a revision. After revision, the physician discovered that the set screw was not torqued down enough and was dislodged. The physician set the pin, tightened the set screw and closed pocket. This rv lead remains in service. No additional adverse patient effects were reported.